Event description:
The customer reported the left monitor produced black images causing a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative performed an onsite investigation. The rtos circuit board was replaced. The system was then found to be operating as intended.